Event description:
The customer reported the remote alarm jack connector in rear of ventilator was damaged. The customer reported the remote alarm was functioning intermittently when the ventilator alarm was activated. The ventilator was not in use.